Event description:
It was reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 434 mg/dl. The caller also reported the customer received a no delivery alarm. The caller stated the alarm was resolved by a complete set change. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.